Event description:
The surgery center reported that a laser vision correction patient was presented with diffuse lamellar keratitis (dlk) on both eyes at 1 day post-operative exam. There is an increase of pred forte (pf) with scheduled tapering. It was noted the patient was asymptomatic. Topical steroid dosage was increased to treat the dlk. Pre-op from (B)(6) 2015: right eye post-op 20/15 -2.75 x -.50 x 95, left eye post-op 20/15 -2.50 x .00 x 90.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.